Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gastrointestinal surgery via laparoscopic procedure while cutting and suturing the intestinal canal, the stapler did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. To resolve the issue, the surgeon replaced with a new device. There was no patient injury.